Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) ketoacidosis (medical history of diabetes) [diabetic ketoacidosis] the cartridge holder of the novopen 4 was broken [device breakage] novopen 4 expired [expired device used] case description: this serious spontaneous case from china was reported by a consumer as "ketoacidosis (medical history of diabetes)(diabetic ketoacidosis)" with an unspecified onset date, "the cartridge holder of the novopen 4 was broken(cartridge cracked)" with an unspecified onset date, "novopen 4 expired(expired device used)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient height, weight, body mass index was not reported current condition: type 1 diabetes mellitus. On unknown date the cartridge holder of novopen 4 was broken and the patient could not be able to inject the medication normally for 2 days which caused ketoacidosis and the patient was hospitalized on (B)(6) 2023. Patient received novopen and the manufacture date was over 9 years ago batch numbers: novopen 4: dug0975 action taken to novopen 4 was not reported. The outcome for the event "ketoacidosis (medical history of diabetes)(diabetic ketoacidosis)" was not reported. The outcome for the event "the cartridge holder of the novopen 4 was broken(cartridge cracked)" was not reported. The outcome for the event "novopen 4 expired(expired device used)" was not reported. No further information available.

Event description:
Case description: investigation result: name: novopen 4, batch number: dug0975 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission following has been updated inv results were updated. Annex b, c, d, g codes were updated. Narrative was updated accordingly. No further information available. References included: reference type: e2b company number, reference ID (B)(4) , reference notes: , reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2024-00045, reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 29-apr-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of diabetic ketoacidosis. H3 continued: evaluation summary name: novopen 4, batch number: dug0975 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.